Manufacturer narrative:
The sample will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involvement". Product problem(s): "the package was labeled incorrectly" (device misassembled during manufacturing or shipping). The customer reported the wrong item (I/a tip, threaded adapter) was in the box. The box was not labeled correctly. No pt involvement.